Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading process, the syringe needles became blocked after inserting it through the cartridge septum. Customer changed the needle to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.